Manufacturer narrative:
(B)(4). Batch # p5867l. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged and with the right staple high selector detached. No reload was received with the device. Due to the condition of the device, no functional test could be performed. While no conclusion could be reached as to how the staple height selector became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "ntlc stapler firing knob broke out" did it break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will the knob be returning with the device for analysis? Were there any patient consequences?

Event description:
It was reported that during low anterior resection anastomosis, ntlc stapler firing knob broke out while opening up the stapler after firing of first reload.

Manufacturer narrative:
(B)(4). Batch # p5867l. Additional information was requested and the following was obtained: can you please clarify, when the "ntlc stapler firing knob broked out " did it break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will the knob be returning with the device for analysis? Were there any patient consequences? Response: the ntlc stapler broke down while firing the tissue, it break off from the device but it did not fell into the patient. It was fallen outside,the knob was discarded by the ot staff. There were not any patient consequences reported due to this. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.